Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, the staples did not lock. The surgeon used another device. The hospital reported that no patient injury had occurred.